Event description:
On or around 3/3/97, the account received an erratic digoxin result while operating the analyzer. A result of 21 ng/ml was reported on a pt sample that was collected in ER. The result was obtained by diluting the sample with the a calibrator. According to the account, two different tubes were tested and the same results were received on both tubes. The pt had taken digoxin the day before and according to the account, liver and kidney funcitons appeared normal. The physician stated that the pt did not exhibit signs of digoxin toxicity. The pt did not receive digibind. Another sample was collected on the pt and a result of 3.3 ng/ml was received. Medical intervention was not taken based on the first reported result because the physician stated it did not match the pt's clinical picture. No report of injury.

Manufacturer narrative:
Complaint investigation: returned pt samples, (sample #1, plasma; sample #2, serum; sample #3, redrawn sample) were evaluated using the axsym digoxin ii and tdx digoxin ii assays. Pt sample #1 was noted to be red in appearance upon receipt. The axsym digoxin ii saay insert, pg. 4, "sample collection and preparation for analysis, "states that specimens containing particulate matter or red blood cells may give inconsistent results and should be centrifuged. The sample was centrifuged prior to running the assay, but the discoloration persisted. The results observed by the customer, were reproduced by both instrument platforms for samples #1 and #2. Samples #1 and #3 on the axsym, also gave similar results to those observed by the customer. The pt had exhibited atrial fibrilation. Atrial fibrilation has been shown to be a toxic effect of digoxin (physician's desk reference 1996, pg. 1128). The investigation results for the original and redrawn samples verified an elevated digoxin concentration as seen by the customer. No corrective action is required. Assay performed as expected. Customer's results were also reproduced using both axsym and tdx assay systems. This is the final report.